Event description:
It was reported that the jaw of the micropituitary is damaged, and would not open and close properly during surgery. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device has been returned and evaluation is in progress.